Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The reported failure of unable to pulse and detachment of the ivl balloon from the ivl catheter could not be confirmed based on the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
It was reported that a shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used during a procedure to treat a lesion in the coronary artery. The ivl device was successfully prepped. The catheter balloon completed five cycles of ten pulses but stopped at the sixth cycle and did not resume. No separation was observed during the procedure. At the time of the detachment, the ivl device remained inside the patient. The portion that detached also remained within the patient. No fragments fell inside the patient. The method for retrieval of any fragments as not specified, and it appears that no fragments were retrieved. The location of the detachment relative to the blue strain relief is unknown. The physician offered no opinion on what may have caused the non-compliant balloon to separate from the ivl catheter and device-relatedness is unknown. There was no reported patient sequelae.